Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment, including the shock coils, was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated damages at the proximal part of the lead, as mentioned in the complaint description. At the is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found severely deformed and stretched in this area. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to tensile forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead separated from the pin after it was secured exposing the conducting wires. Lead had to be cut and capped. No adverse patient events were reported. Should additional information become available, this file will be updated.